Event description:
Has autotransfusion system (hemovac) in use during right total hip replacement. As nurse attempted to hang unit, blood leaked from the inner plastic into the outer hard plastic container. Approx. 30cc of patient's blood not reinfused.